Manufacturer narrative:
Device qc performed.(B)(6) 2010. Device qc performed. No change in decision tree. (B)(6) 2010. Device qc performed. Upgraded. (B)(6) 2010.

Event description:
Initial information was received from a physician via a company sales representative on (B)(6) 2010: a physician reported that a (B)(6) female patient who was treated with poly-l-lactic acid (sculptra) presented with significant swelling in the areas that were injected one day earlier. No further relevant information was provided at the time of this report. Additional information received from a sales representative on (B)(6) 2010: no new medical information reported. Additional information received from a physician via sculptra adverse event form on (B)(6) 2010: this non-serious case was received from a physician and upon medical review has been upgraded to serious based upon company ime criteria. The consumer received 6 ml of injectable poly-l-lactic acid on (B)(6) 2010. The poly-l-lactic acid was reconstituted with 5 ml of sterile water and 1 ml of lidocaine. She was injected in the nasolabial folds and marionette lines and experienced swelling of the lower face immediately after the injection. The physician reported that there was no suggestion of a systemic process occurring in association with the adverse event. The patient was treated with methylprednisone (medrol dosepak) and hydrocortisone orally. The adverse event did not lead to any permanent impairment or damage of any body function or structure and had resolved within 30 days of injection. Medical history was not provided. No further relevant information reported.